Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reported that the pump might have been exposed to x-ray baggage scanner while at the airport prior to flying. There was no impact to the customer¿s blood glucose. The customer reported that manual injections would be used for alternate insulin therapy.